Event description:
A customer contacted baxter's global technical service center to report a check lines and bags alarm on the homechoice (hc) machine during prime, patient not connected. While troubleshooting, it was asked of the caregiver (cg) to turn the spike, but the cg stated the spike came out of the bag. The cg would start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed as the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the connection issue was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.